Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump emitted loss of prime alarms. There is no reported adverse event with this complaint. This is being ruled out based on the following: the alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: a loss of prime with non-zero force was verified in the black box. There was no loss of prime during investigation. A force sensor calibration reading was high. The pump and removed from case. Force sensor resistance reading was at 8.6k ohms.